Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the tampon was inserted upside down and the string was inaccessible to aid in removal of the tampon. She was able to manually remove the tampon and did not seek medical assistance. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.